Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, an enlarged atrium, hypertension, and atrial fibrillation. An xtw clip was inserted and was advanced under the valve. When lowering the gripper a second time, it was observed that the gripper was unable to. Upon retracting the clip back into the left atrium, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 2+. The gripper issue was resolved once freed from the chordae. To further reduce mr, an additional clip was implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, while the reported single gripper actuation issue and product quality problem associated with misaligned gripper appears to be related to the clip becoming caught in the chordae (entrapment of device) as it was reported that the gripper issue was resolved once freed from the chordae, a cause for how the clip became caught in anatomy (entrapment of device), however, cannot be determined. Image resolution poor is related to procedural conditions associated with suboptimal imaging. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.